Manufacturer narrative:
A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the medwatch, while attempting to use the mynxgrip vascular closure device (vcd), the device failed to deploy collagen to the vascular access site. After discovery of device failure, manual pressure was applied to access site. The patient did experience extravasation hematoma requiring placement of covered stent at site of extravasation. Staff did report mechanical failure of the device with compromise of the device's structural integrity. The device will not be returned for analysis.

Manufacturer narrative:
A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the medwatch, while attempting to use the mynxgrip vascular closure device (vcd), the device failed to deploy collagen to the vascular access site. After discovery of device failure, manual pressure was applied to access site. The patient did experience extravasation hematoma requiring placement of covered stent at site of extravasation. Staff did report mechanical failure of the device with compromise of the device's structural integrity. The device will not be returned for analysis.

Manufacturer narrative:
As reported in the medwatch, while attempting to use the mynxgrip vascular closure device (vcd), the device failed to deploy collagen to the vascular access site. After discovery of device failure, manual pressure was applied to access site. The patient did experience extravasation hematoma requiring placement of covered stent at site of extravasation. Staff did report mechanical failure of the device with compromise of the device's structural integrity. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿sealant failure to deploy¿ and ¿haematoma¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Hematomas are a known complication and listed in the IFU as such. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported events. This event is frequently related to stick technique, anticoagulation, blood pressure, and adequate sheath/device removal technique. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.